Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown long gamma lag screw. If additional information becomes available it will be provided on a supplemental report. Product will not be return.

Event description:
Removed long gamma lag screw and distal locking screw. Implanted total hip. Painful hardware and oa are reason for revision.